Event description:
The volume of the safety chamber was too big. This caused the pump to alarm. (Event complications: unknown- reported 10/31/97.) (Pt's current status: unk- rpt'd 10/31/97.)

Manufacturer narrative:
Eval: lab examination of the returnned safety chamber revealed no defects. Inspection of the safety chamber balloon and housing disclosed no visible defects. The chamber passed the sys 90 safety chamber leak test. An inspected and accepted lab iab and the returned safety chamber were hooked to the lab sys 90 iabp. The iab was placed in a test chamber with 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and deflated satisfactorily at 80 and 160 bpm during lab iabp testing while using the returned safety chamber. Probable cause of difficulty: no defect was found in the safety chamber during lab examination. It was not possible to verify or determine the exact reason for the reported pump alarms. (This follow-up MDR was mailed to the FDA on 1/20/98).